Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported the patient was scheduled for explant on (B)(6) 2017. No further complications were reported/anticipated.

Event description:
A manufacturing representative (rep) reported on behalf of a healthcare provider (hcp) that the patient had discomfort when leaning forward or picking things up. They equated it with their recent weight loss. They wear a compression shirt to help hold their abdominal area and decrease discomfort. The device was turned off and would be removed.